Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented with a buzzing sensation in the pocket however no patient notifier delivered. It was noted that the right atrial lead exhibited noise. Impedance, sensing and threshold on the lead were consistent. The physician has decided to monitor and the patient was stable.